Manufacturer narrative:
(B)(4). Event date: the event occurred on an unspecified date reported as ¿recently¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an unspecified "negative result" after undergoing a surgery in which vascu-guard was used. It was not reported if the negative result was a patient related adverse event or a product problem. The indication for the surgery was not reported. No further information was provided regarding, the surgical technique, whether medical intervention was required or regarding the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.